Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiliate that the dcs12 insulation was splitting at the tip of the scissors during the procedure. There was no consequence to the pt.